Manufacturer narrative:
This is one of two device reports associated with this event. A follow up report will be submitted upon receipt of additional info.

Event description:
The plaintiff's atty alleged that the decedent experienced cardiopulmonary arrest and expired. It was further alleged that the event occurred due to the use of the product administered during dialysis treatment.